Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached photographs identified tibial insert, guide arm and patella products. It was noted that the patella product was de-laminated/fractured. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : (B)(4) pieces were manufactured per specification. (B)(4) piece was scrapped for a laser mark on the porocoat.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient experienced "sudden onset of pain" in the knee a few weeks ago and was reviewed by doctor. The doctor suspected there was an issue with the insert and elected to do a revision to replace the primary insert (he felt it may be fractured or cracked). Upon opening the knee there was no obvious damage to the insert, and doctor felt the implant was in reasonably good condition in his opinion, but there was some damage to the patella button (cause unknown). There was significant synovitus surrounding the joint. Surgeon debrided the affected tissue and replaced the insert and patella button. No details were available regarding the mechanism that lead to the onset of pain (no mention of fall or other injury given).